Event description:
It was reported that either the programmer with serial number (B)(4) (it is unclear which of these 2090 programmers was actually being utilized at the time) was plugged in and turned on in the usual fashion for a pacemaker implant. This same issue was reported on both of these programmers 3 days earlier. Once the device was prepared, the analyzer was activated with no testing cables plugged in. The doctor had inserted the right ventricular (rv) lead and was ready to electrically test this lead. Once the testing cables were connected, noise immediately affected all monitors in the room. The interference prevented the patients electrocardiogram (ECG) from being seen/monitored during this time. The patient was not connected to the analyzer. The programmer was immediately turned off and another programmer was used to complete the procedure without incident. The programmers have been returned for service. At no point during this brief incident was the patient actually hooked up to the programmer analyzer. Although having to retrieve another programmer in order to finish the implant prolonged the procedure by about 30 minutes, no patient complications have been reported as a result of this event. It was further reported that during manufacturer's analysis it was noted that the radiofrequency programmer head which was returned along with the programmer had delamination of its label. There was no patient involvement.

Event description:
It was reported that either the programmer with serial number (B)(4) (it is unclear which of these 2090 programmers was actually being utilized at the time) was plugged in and turned on in the usual fashion for a pacemaker implant. This same issue was reported on both of these programmers 3 days earlier. Once the device was prepared, the analyzer was activated with no testing cables plugged in. The doctor had inserted the right ventricular (rv) lead and was ready to electrically test this lead. Once the testing cables were connected, noise immediately affected all monitors in the room. The interference prevented the patients electrocardiogram (ECG) from being seen/monitored during this time. The patient was not connected to the analyzer. The programmer was immediately turned off and another programmer was used to complete the procedure without incident. The programmers have been returned for service. At no point during this brief incident was the patient actually hooked up to the programmer analyzer. Although having to retrieve another programmer in order to finish the implant prolonged the procedure by about 30 minutes, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the software analyzer passed all functional, vxi console and system tests and no anomalies were found. Concomitant medical products: product ID 2067l radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2090 programmer; product ID 2067l radiofrequency programmer head. (B)(4).